Event description:
During device pt file review in the context of a lead complaint, a de-synchronization (shift) between ventricular egm and markers was observed in one avb episode recorded in device memory, on (B)(4) 2012. A complaint was opened to analyse this event.

Manufacturer narrative:
March 22, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.